Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right atrial lead had dislodged and exhibited loss of capture. The physician had difficulty repositioning the lead, subsequently the lead was explanted and replaced. The patient was nopted to be stable after the procedure and would continue to be monitored.